Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump alarmed motor error during testing due to a faulty force sensor. The motor was tested outside of the device and it passed. The pump also had a cracked case at the display window corners and battery tube threads, and minor scratches on the display window.

Event description:
The customer reported that the insulin pump alarmed motor error. Customer's blood glucose was 404 mg/dl. Customer treated with injection. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.